Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. This supplemental report includes a correction to d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00215 on visual inspection of the returned device, the distal end channel opening as well as the biopsy port opening are free of residue and foreign material. In addition, the biopsy channel and suction channel are clear of debris when inserting an olympus brush (bw-20t) down the channel. The biopsy channel was inspected with an olympus borescope and noticed discoloring and minor scratches at the beginning of the channel opening. However, no other abnormalities found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The biomedical engineer reported to olympus on behalf of the customer that the evis exera iii colonovideoscope was returned for evaluation and chemical colitis was reported post-procedure. Follow- up attempts were made to determine the details and the patient's current condition and outcome but the requested information is not available at the time of the report.